Event description:
It was reported to philips that the viewing console failed to boot during clinical use on a integris allura 15-12 (biplane). The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reloaded the software and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).